Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : d314trg, ICD, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial lead and left ventricular lead thresholds were high. The leads were explanted and replaced. No patient complications have been reported as a result of this event.